Event description:
Customer reported to have low blood glucose of 67 mg/dl and believes to be giving too much insulin for a meal. It was reported that infusion set did not fill reservoir all the way customer reported to have gone to the hospital to have a central line put into the arms for antibiotics and had nothing to do with insulin pump. Customer reported that the reason for low blood glucose was due to the diabetic ulcer infection on foot. Customer requested supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.